Event description:
It was reported that the procedure was to treat a proximal left circumflex and left main arteries. An unknown device caused a perforation. A total of three graftmasters, a 3.5 x 19 mm, a 2.8 x 19 mm and a 3.5 x 26 mm, were being advanced but could not cross the lesion. An unspecified stent was successfully used to seal the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The two graftmasters are being filed under separate manufacturing report #s.